Event description:
During an in-clinic follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Provocative testing was performed but the noise was not reproduced. Lead damage was suspected but not confirmed. No additional intervention has been performed. The patient is stable.